Event description:
This event was reported as an explant at implant due to wide open mitral regurgitation on tee. Also, while the pt was still on bypass, the doctor tested valve with saline and saw the pt's annulus was calcified. Valve removed and annulus debrided. The replacement valve was one size larger. The surgery included a 5 hour pump time. No further info was provided.